Event description:
It was reported that patient woke up to cgm being disconnected from pump, saw cgm options greyed out, and also noticed pump battery was very low. There was no reported impact to the customer¿s blood glucose level. Customer charged pump, performed reboot, and with guidance from technical support completed full pump reset, after which cgm reconnected successfully and cgm error did not reappear.